Event description:
It was reported that the reservoir leaked inside the insulin pump. It was also reported that the customer was hospitalized for high blood glucose. The leakage was noticed during the troubleshooting. No add'l info was provided at the time of call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.